Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.25 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the mounted stent was lifted. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications nor injuries were reported.